Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported to philips that the ECG was emitting noise. There was no reported patient involvement/adverse patient impact.